Event description:
It was reported that the device was used for 3-4 days and stored in a closet, as it was being used each time the patient's fever spiked. The patient subsequently died from a post surgery wound infection. Mold was later discovered on a different set of wraps, and the customer mistakenly believed that this could have been the cause of the recent death while using the device. However, the mold was unrelated to the wound infection deaths.

Manufacturer narrative:
The initial adverse event: death was reported in error. The customer made no specific allegation that the wound infection related death was related to mold on the temperature management wraps, as the patient died from a post surgery wound infection. The mold discovered at this account was not related to the wraps being mentioned in this report. The issue was resolved for the customer by confirming no further action was needed from stryker at this time.

Event description:
It was reported that the wraps were being stored in a closet for 3-4 days. As a result, mold developed on the wraps. The mold was not detected on the blankets prior to use on the patient. The molded wraps were placed on the patient. It is alleged that the patient died from a mold surgical site infection. Attempts are being made to gather additional details from the user facility.